Event description:
It was reported that during a rectum resection the surgeon noted that one staple did not fire and was still in the head of the instrument. After firing the stapler there was a controlled donut. There were no patient consequences.